Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r. Upn: m365sc11100. Model: sc-1110. Serial: (B)(6). Batch: 160194.